Event description:
On 8/23/24 an ilet user's healthcare provider (hcp) reported the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The hcp reported that the user self-started on the ilet system and experienced multiple hypoglycemic episodes. On (B)(6) 2024 the user's mother treated a high bg (>400 mg/dl) with manual fast acting insulin injections and reconnected the ilet pump prematurely, leading to low bg and hospitalization. The hcp recommended disconnecting from the ilet until the user can get further training. On 8/26/24 a beta bionics customer care agent followed up with the user's mother about the event. The mother reported the user experienced glucose levels over 400 mg/dl, and she administered fast-acting insulin. The mother noted that the user had been disconnected from the ilet for less than an hour, which contributed to a subsequent low bg episode. Paramedics were called but no medical intervention was provided. The user's mother gave them juice, which stabilized the glucose levels. She also reported that the user appeared to have a seizure during the low and was taken to the ER for further evaluation.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data showed a pattern of misuse of the meal announcement feature, with a significant percentage of meals announced as more than usual, and excessive use of the meal announcement during periods of hyperglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user over-dosing with insulin in an attempt to correct their hyperglycemia by delivering insulin outside of the ilet without appropriately disconnecting from the ilet, as well as delivering a more than usual meal announcement during the period of hyperglycemia. The user was re-educated on how to address hyperglycemia on the ilet to reduce the risk of hypoglycemia.